Event description:
It was reported that during the implant procedure of the implantable loop recorder (irl) device no potential data was obtained. The irl was made to touch the patient's skin and the vector check was carried out, but this time noise had been observed and the marker was continuous vs (ventricular sense). It was noted that there was no change at any position. The irl was then removed and a new irl was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.